Event description:
It was reported that there was a tubing leak where the blue clave and IV tubing connect. The medication leaking was heparin. There was no patient harm. Although requested, no additional patient or event details provided.

Manufacturer narrative:
The customer¿s report of tubing leak was confirmed. The syringe set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or loose components. Visual inspection of the set noted no damage or any anomalies. Functional testing was performed and pressure testing confirmed leaking. The connection between the microclave and syringe female luer was carefully detached from each other in which it was observed that the connection was not fully secure. The syringe set male/female luer components were measured with the male/female go/nogo gauges and were within iso standards. The root cause was due to the manual connection between the mated components not being fully secure. Device history record for model 10014914 lot 19066435 shows that the set was manufactured on 20 june 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Concomitant medical products: non-bd microclave; non-bd extension set; 60ml non-bd syringe. Report source: department assistant; ch senior specialist. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a tubing leak where the blue clave and IV tubing connect. The medication leaking was heparin. There was no patient harm. Although requested, no additional patient or event details provided.